Event description:
It was reported by the rep that the (1) 512sa was used during a laparoscopic cholecystectomy procedure. It was reported that the device housing fell apart or broke away from the trocar during the procedure. The case was completed with a new device. There was no consequence to the patient.